Event description:
It was reported that this right atrial (ra) lead was explanted due to noise. The physician believed the issue was related to subclavian crush. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Based on the finding of a fractured anode conductor, located ~213-219 millimeters (mm) from the terminal end. Fracture characteristics are consistent with clavicle or first rib damage. Laboratory testing was able to confirm the reported clinical observations, and detailed analysis did reveal any abnormalities.

Event description:
It was reported that this right atrial (ra) lead was explanted due to noise. The physician believed the issue was related to subclavian crush. A new lead was implanted. No additional adverse patient effects were reported.